Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary picture review: the provided picture does neither allow to verify the complaint condition nor does the review allow for any determination of the root cause. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H3, h4, h6: a review of the device history record. Device history lot part: 03.113.024, lot: 3l79590, manufacturing site: bettlach, release to warehouse date: 04.mar.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an orthopedic procedure on (B)(6) 2020, while drilling, the two (2) drill bits split, leaving two fragments inside the patient. Another drill bit was used to complete the procedure successfully. No surgical delay was reported. Patient outcome is unknown. Concomitant devices reported: 2.8mm calibrated drill bit qc 250mm/95mm (part number 03.113.024, lot l203043, quantity 1). This report involves one (1) 2.8mm calibrated drill bit qc 250mm/95mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was returned. During surgery, it was being drilled on two. Flow: damage . Visual inspection: visual inspection performed at customer quality (cq) it is observed that the distal tip of the drill bit got broken from distal end (not returned). Thus, the complaint is being unconfirmed. No other issues were identified. A device failure was identified. Dimensional inspection: based on the review of relevant drawings, there was no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.113.024, lot: 3l79590, manufacturing site: bettlach, release to warehouse date: mar. 04, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 03.113.024, lot: 3l79590, manufacturing site: bettlach, release to warehouse date: mar. 04, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.